Event description:
It was reported that the device exhibited oversensing. The patient presented to the hospital with ecgs documenting several pauses, one up to four seconds in duration. X-ray revealed a "crimp" at the suture sleeve site. The patient did not have a conducted or measureable r-wave.